Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to post-paced t-wave oversensing (pptwos). No changes or intervention was performed. The patient was in stable condition.